Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 29-sept-2016 found cups jammed in stc belt and pulley area preventing stc car from traveling to full position at sorter. Pressure switch is intermittent causing cup/tip failures. Replaeced wiring harness on sorter, re-install on beltline and perform alignments. Ran patient samples to test operation; run controls; verified by customer all in range. The most probable cause of the reported event was a main wiring harness in sorter failure.

Event description:
On (B)(6) 2016 the customer reported error 2205 with their aia-2000 analyzer. Customer reported that every time they ty to run a sample they get the error 2205 sorter dropped cup. They had inspected for a dropped cup and none was found, they re-booted and tried "all set home" both with no help. The customer is unable to run bhcg fsh pth e2 and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg fsh pth e2 and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.